Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) , 2026, and suture was used. When suturing the patient's wound, the first stitch passed through the skin without knotting, and the needle pull off issue happened. It was immediately replaced with a new one. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2026 d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the device lot s25070108, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: --received information as following from sales rep. Please refer to the event description, other information requested is unknown. Were there any patient consequences? ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.